Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported the primary tubing male luer broke off in the b braun needless connector. There is no report of harm to the patient.